Event description:
It was reported that the catheter broke off from the cannula into patient's skin while attached. She noticed that clothes were wet and medication was leaking from infusion site.no patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that the catheter broke off from the cannula into patient's skin while attached. She noticed that clothes were wet and medication was leaking from infusion site.no patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.